Manufacturer narrative:
The button error alarm was due to corroded keypad traces. The pump was received with cracked display window corner, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 45mg/dl. The customer treated with food. The customer states the alarm was cleared but the buttons were unresponsive to commands. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.